Event description:
The customer was hospitalized with dka. The customer was experiencing abdominal pain, nausea and vomiting. The pump passed the testing. The customer also received several alarms. The customer got shocks from time to time. The customer mentioned that the high bgs may be due to outside illness/infection. Advised the customer of two high bg rule.